Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient reported laceration to stoma with bleeding and it occurred approximately, one or two months ago. She stated that the bleeding was becoming increasingly frequent. She was unable to provide additional information regarding the exact location, size and other details of the laceration. She was also not able to quantify the bleeding, however, she stated it was enough to bother her. The patient additionally reported poor vision and cannot see well. Due to poor vision, she was not able to see to use cut to fit wafer. The patient saw her physician however, it could not be obtained if the doctor was her primary or gastrointestinal (gi) doctor and the stoma was not evaluated. She was unable to state her stoma size and was also unable to describe how she used the moldable wafer. She reported she had an irregularly shaped stoma. The patient was advised that she might had a change in the stoma size since her surgery over 2 years ago as she had a hernia and she might need a different size. She requested a holdover with the same size, however, she was advised that this was not advisable. The patient continued using the product.